Event description:
The user facility reported that prior to a patient procedure a harmony led auxilliary monitor arm contacted the cover plate of their nexus ems boom causing the cover to detach and contact the patient's leg. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found the unit to be operating properly. The cause of the reported event was attributed to user facility personnel bumping the auxilliary arm into the cover plate of the boom. The harmony led surgical lighting system operator manual states, "do not bump lightheaded into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." A steris account manager offered in-service training on the proper use and operation of the lighting system, specifically on ensuring that user facility personnel do not bump items into each other, and is awaiting a response from the user facility. A follow-up report will be submitted once additional information becomes available.